Manufacturer narrative:
(B)(4). The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Reported event of fiber broke. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a lighttrail reusable laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the fiber had been used once and was reprocessed. According to the complainant, during preparation and outside the patient, initial inspection found out that the body of the laser fiber was broken after returning from the hospital sterilisation and decontamination unit (hsdu). The procedure was completed with another lighttrail reusable laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
One lighttrail reusable laser fiber was received for evaluation. Visual examination revealed that the fiber was returned broken. The fiber measured approximately 224 cm from the top of the connector to the break. Functional analysis revealed that the aiming beam exiting the break at the distal tip of the fiber was bright, clear and scattered. The console indicated that the reusable fiber has never been used. Transmission was not measured due to the break. The condition of the returned product confirms the reported event. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation on january 16, 2017 that a lighttrail reusable laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the fiber had been used once and was reprocessed. According to the complainant, during preparation and outside the patient, initial inspection found out that the body of the laser fiber was broken after returning from the hospital sterilisation and decontamination unit (hsdu). The procedure was completed with another lighttrail reusable laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.